Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: revision, recurrence, fistula, wound vac, bowel obstruction, adhesions, severe pain. Additional event specific information was not provided.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2005: (B)(6) care service. (B)(6) md. Office notes. Development of incisional hernia. (B)(6) 2003, I had excised his continent ileostomy which had been performed in toronto. He had countless episodes of pouchitis and wished conversion to an end ileostomy. Postop he developed a subfascial infection and subsequent wound sinus. Ultimately all of this healed and he had been doing quite well. He in handling the ileostomy quite nicely and feel that his quality of life is good. Owing to the wound infection and its subfascial component, I told steve it was highly likely he would develop a hernia. He has, in fact, developed an incisional hernia that seems to be getting bigger. It seems to cause him moderate symptoms. He looks great, stoma healthy, abdomen benign, does have an obvious incisional hernia in mid portion of the wound. Impression/plan: send to get opinion from dr. Borrazzo. Told him that dr. Borrazzo has been successful in complicated circumstances in the past. However, I emphasized to him that we should not minimize the risk of inadvertent enterotomy and small bowel injury in a situation like his and the potential complexities that the ileostomy creates. He will have a discussion with dr. Borrazzo, after this, he will decide on the relative merits or just keeping an eye on things for now vs. Having surgery. In the meanwhile, I gave him a prescription for an abdominal wall binder to try for comfort measure if he so chooses. (B)(6) 2005: surgery health care service. Edward c. Borrazzo, md. Office notes. Had a takedown of a continent ileostomy done a year and a half ago due to repeat episodes of pouchitis. The was converted to an end ileostomy. Postoperatively he developed a subfascial infection and subsequent wound sinus. This has all healed. Shortly thereafter, this has increased in size. He does have some pain with activity. His ileostomy is working well. He does not have any change in bowel habits. He was referred to me through dr. Hyman for a possibility of laparoscopic approach to repair this incisional hernia. History of ulcerative colitis, total proctocolectomy 1977, continent ileostomy in 1984, and ileostomy in 2003. Cigarettes, none. Alcohol ¿ 2 drinks per week. Exam: height 6¿, weight 190 lbs, afebrile, vital signs stable. Abdomen; soft, nondistended, does have a reducible incisional hernia below some granulation tissue in the midline. Stoma is pink. Does not appear to be a parastomal component. Impression/plan: incisional hernia, increased in size, become increasingly symptomatic. I do think he is a candidate for laparoscopic approach to repair this incisional hernia. It is possible that adhesions may be sever to the underlying granulation tissue which is not epithelialized and may require conversion to an open procedure. Risks including infection, bleeding, bowel injury, bowel resection, and recurrence of the hernia, he understood all these and was willing to proceed. There is a slightly higher risk of recurrence due to the proximity of the ileostomy near the hernia and the fact that we will need to split the mesh for the ileostomy. There is also a chance of injuring that ileostomy. Again, he understood all these things and was willing to proceed. Implant date: 4/01/05 (hospitalization april 1-2 ,2005). (B)(6) 2005: (B)(6) health care. [Signature illegible]. Anesthesia record. Asa 2. Weight 93 kg. Relevant medical information: (B)(6) 2005: (B)(6) health care. (B)(6) md. Discharge summary. Admit date: (B)(6) 2005. Diagnosis: incisional hernia. Course: admitted on day of scheduled surgery. Procedure performed without complication, 2 serosal tears were identified intraoperatively and sutured; a new hole was created for ileostomy, and bladder was taken down. Patient was recovered in pacu and admitted for pain control and observation. On postop day 1 pain was well controlled, dies advanced, had return of bowel function with ostomy output. Discharged home. No heavy lifting or strenuous activity for 4 weeks. Shower only. Do not rub wound area. (B)(6) 2005: (B)(6) health care. (B)(6), md. Discharge summary. Admit date: (B)(6) 2005. Diagnosis: post-operative ileus. Vomiting. Course: underwent hernia repair, was discharged (B)(6) 2005 feeling well. By that evening he was nauseated and started dry heaving. Morning of (B)(6) 2005 had went to ed, given IV fluids, zofran, morphine with great relief, discharged home. That evening he became nauseated again and had 2 episodes of emesis overnight that were copious in amount. Was seen 04/04/05, evaluated and admitted. By 04/06/05 he tolerated having his ng vented and then discontinued. Diet was advanced to regular that evening. Was discharged. No heavy lifting or strenuous activities for 6 weeks (>10 lbs). Shower only. Leave steristrips on until they fall off. (B)(6) 2005: surgery health care service. (B)(6) md. Office notes. Follow up 3 ½ weeks after hernia repair. Had relatively uncomplicated postoperative course. Has been complaining of some pain in left side of abdomen. Stoma working normally. Exam: abdomen; soft, incisions well healed, only a small seroma. No evidence of recurrent hernia. Impression/plan: doing well, does have some tenderness but nothing that requires a trigger point injection today. I expect this pain will resolve with time. Continue avoiding any heavy lifting. (B)(6) 2005: (B)(6) care service. (B)(6) md. Office notes. He is moving to virginia, now 2 ½ months out from hernia repair. Doing very well, no bulging, no abdominal pain, stoma working well. Exam: incisions well healed, no evidence of recurrent hernia, no seroma, stoma looks good and working well. Impression/plan: doing well, no evidence of recurrent hernia, can resume regular activity. (B)(6) 2009: (B)(6) health care. (B)(6) md. Office notes. Scheduled follow up. Tries to stick to low-carb foods and exercise by walking, still trying to focus on additional weight loss. One alcoholic drink per day. For past few months has noticed bulge in left groin area, not associated with any testicular pain, abdominal pain, nausea, vomiting. Has undergone previous surgery for ulcerative colitis and incisional hernia. Exam: clearly has indirect left inguinal hernia present, easily palpable in groin area, easily reduces. Impression: inguinal hernia unrelated to previous surgeries. I do think it probably should be repaired. Refer to dr. Borrazzo for evaluation and management. (B)(6) 2009: (B)(6) health care. (B)(6), md. Consultation. Possible repair of left inguinal hernia. Felt pain in left groin since april after hitting golf balls. Over time, pain persisted, developed bulge few weeks ago. Bulge in groin increases with valsalva and when he stands but decreased if lies supine. Does not have testicular or abdominal pain. No change in bowels, no nausea or vomiting. Never had an episode of incarceration. He does not touch the area and usually does not try to self-reduce the hernia. Exam: groin; left inguinal hernia, reducible and soft. Stoma normal. Impression/plan: left inguinal hernia, reducible, symptomatic. I recommend repair. (B)(6) 2009: (B)(6) health care. (B)(6) md. Office notes. Drainage from midline wound, for 5 weeks, initially had some bloody drainage from mid aspect that then turned yellow and then clear. Not had any fevers, not had significant abdominal pain. Has been doing some stretching activities and physical therapy for shoulder but otherwise no other changes in activity. Had been planning left inguinal hernia repair for him in the next several months. Of note, I performed a laparoscopic incisional hernia repair 4 ½ years ago. Had previous proctocolectomy with ileal pouch anal anastomosis then had pouchitis and a continent ileostomy. Then had the ileostomy converted to an end ileostomy. Had developed a subfascial infection in his subsequent wound sinus. Had an incisional hernia with was repaired by me back 4 ½ years ago. This was done with gore-tex mesh and metal tacks. Had been doing well for a long period of time. Has not noticed any bulging in the mid abdomen or around the stoma. Indeed, the mesh was run past the stoma with a keyhole cutout for the stoma itself. Hernia was actually in the midline. No problems with the wound up until this point. Has not noticed any recurrent bulging. History of hypertension, hyperlipidemia, colitis, gastroesophageal reflux disease, nephrolithiasis. Exam: abdomen; soft, stoma is pink and working well, no parastomal, no sign of hernia. Does have some drainage in mid aspect of the wound, foul smelling. He changed the dressing a few hours ago and it was completely saturated on a 4 x 4. Again, some foul smell, no surrounding erythema or induration. Was not significantly tender, no recurrent hernia. CT scan reviewed, appeared to be a fluid collection deep to the mesh with some air in the fluid collection itself. It was unclear what the origin of the air was, whether it was from outside going in or inside going out. Impression: drainage from midline wound after hernia repair 4 ½ years ago. Unfortunately, I think that his mesh is infected and it is likely that he has developed an enterocutaneous fistula through the mesh or tacks. It has been draining but there is no way to save this mesh and I think the mesh needs to be removed. Plan: the mesh will need to be removed and possible bowel resection if an enterocutaneous fistula is encountered. He will need the fascia closed primarily with the possibility of an onlay such as alloderm but no plastic permanent meshes will be used. There is a change that we till leave this open as well and just remove the patch itself. Risks include infection, bleeding, anastomosis leak, injury to the ileostomy, the potential to move the ileostomy, recurrence of the hernia, persistent infection and bladder injury. We will hold on repair of his inguinal hernia. He says it is not symptomatic right now for him. I think we will need to hold on that if we want to place mesh at a later time. (B)(6) 2009: (B)(6) health care. (B)(6) md. Office notes. Follow up at his request, four days before removal of infected mesh and possible takedown of enterocutaneous fistula. He was having some increased drainage and wanted to see me. Not having any fevers. Drainage is foul-smelling and thick brownish material. Still having output from the stoma. Exam: abdomen; soft, there is exposed gore-tex mesh with purulence. The exposed area is approximately the size of a silver dollar. I redressed the wound. He does not have any erythema and just slight tenderness around this region. Impression/plan: mesh infection. Possible enterocutaneous fistula. Still scheduled for mesh and possible takedown of an enterocutaneous fistula and repair of fascial defect. Was placed on antibiotics monday but it did not agree with him and he stopped that. He has not any signs of systemic infection from this. Relevant medical information: (B)(6) 2009: (B)(6) health care. (B)(6) md. Office notes. Follow up, 2 weeks, has been doing well, has been having some enteric contents from the stoma getting in underneath the wound vac. It is painful at the skin when he removed the adhesive. He was not sure if he had a fistula underlying the fascia near the stoma. No fevers, no bulging. Exam: removed wound vac today, good granulation tissue, although some fibrinous exudate right side, there was some staining of enteric contents on top of the dressing, but none deep down and therefore I do not think he has enterocutaneous fistula to the wound from the ileostomy. I think he has been having some drainage into the area from the ileostomy appliance. No sign of recurrent hernia at this time. Impression/plan: status post removal of infected mesh, doing well with wound care. Would like to change wound care to wet-to-dry dressing. Instructed him how to do that. I think that will make it easier for him to handle the dressing and not have enteric contents coming into the wound. He may also shower with this and does not have to carry around the wound vac. Wound has decreased in size significantly with the wound vac. Avoid heavy lifting for now. (B)(6) 2010: (B)(6) health care. (B)(6) md. Office notes. Follow up, little over 4 months since excision of infected mesh in abdominal wall, has not noticed any recurring bulge, has very slight drainage from incision that is stool. Had a postoperative enterocutaneous fistula, likely from near his stoma. It is draining only minimally now. He is using wet-to-dry dressing. He still has a left inguinal hernia, relatively asymptomatic. Exam: abdomen; soft, nondistended, no hernia, good granulation tissue with some epithelialization, small pinpoint area fistula mid aspect of the granulation tissue. Left inguinal hernia is reducible. Stoma functioning normally, looks pink. Impression/plan: no sign of persistent infection, no sign of recurrent hernia. Left inguinal hernia repair scheduled. Use dry gauze to midline wound, I expect fistula to heal. There are a couple of tacks remaining, but I do not think he has a foreign body causing fistula to stay open. It is barely draining now and I expect it will heal with time. (B)(6) 2010: fletcher allen health care. Edward c. Borrazzo, md. Office notes. Follow up, 2 weeks post hernia repair, doing well. Had uneventful postop recovery. Ileostomy working, urine normal. Still having minimal drainage from midline incision from his previous mesh infection. No bulge in midline. Exam: has a healing ridge of scar tissue, no evidence of infection, no evidence of recurrent hernia. No evidence of ventral hernia. Impression/plan: doing well, still has small fistula from stoma to skin. Continue wound care. (B)(6) 2010: (B)(6) health care. (B)(6) , md. Office notes. Follow up hernia repair with plug and mesh. Has been doing relatively well, no problems from hernia now. No recurrent bulging, no pain. Still having some bilious drainage from mid aspect of wound, only needs to change 1 gauze pad per day. Stoma working well, no fevers. Exam: abdomen; soft, no signs of recurrent left inguinal hernia, no sign of recurrent incisional hernia. Some drainage from midline wound, gauze replaced. Impression: doing well, fully recovered. Plan: counseled on signs of recurrent hernia. With regards to incisional hernia, has a fistula to midline wound, unsure as to etiology. Seems to be slowing down, hopefully it will seal. He is not interested in any surgery and I do not think he needs that at this point since it is very low output fistula. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 3336817. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. Updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant preoperative complaints: ¿ (B)(6) 2009, (B)(6), md. Indications: ¿this is a 50-year-old man who had a laparoscopic inclusion hernia repair with me several years ago. He started to have some drainage from the wound and developed frank pus with mesh exposed. He was diagnosed with a mesh infection and we initially offered him excision with repair of the fascial defect¿. Explant procedure: removal of mesh and placement of wound vacuum 150 square cm. Explant date: (B)(6) 2009, (hospitalization (B)(6) 2009). ¿ (B)(6) 2009, (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: mesh infection; anesthesia: general endotracheal; estimated blood loss: minimal; drains: none; complications: none. ¿ findings: ¿the mesh was removed. There was a firm inflammatory rind separating the mesh from the abdominal wall. We left this inflammatory rind in place. We did not enter the abdomen proper. We applied a wound vacuum and we did not repair the fascia¿. ¿ narrative: ¿the patient was taken to the operating room, placed supine on the operating table, identified as steven scrimgeour. I was present for the entire case. After induction of general anesthesia, the abdomen was prepped and draped in the usual sterile fashion. His stomach was closed with a pursestring suture prior to sterile prep. The mesh was then seen coming up through the incision. The incision was then extended superiorly and inferiorly along the old midline incision. There was frank pus. The mesh was then easily separated from the surrounding fascia. The sutures were cut and the tacks were also removed. The mesh was then sent to microbiology for culture. There was an inflammatory rind the abdomen, which was densely adherent to the undersurface of the fascia. The abdomen was not entered. Three liters mixed with 240 mg of gentamicin was then used in a pulse irrigation system to irrigate the wound. Next, a wound vacuum was placed in the wound, which measured 9 x 16 cm for a total of approximately 150 square cm. The patient was stable throughout, extubated and taken to the recovery room. Unless otherwise noted, there were no complications, no blood loss, no cultures obtained, no specimens removed, and no drains retained¿. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted, that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6) health care. (B)(6) , md. Operative report. Assistant: (B)(6) , md. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic incisional hernia repair. Anesthesia: general endotracheal. Indications: this is a 45-year-old man, status post total abdominal colectomy with continent ileostomy, with subsequent revision to end ileostomy. The patient developed an incisional hernia, which was close to his stoma and was referred to me for a laparoscopic approach to repair incisional hernia. Findings: there was a midline hernia. There were dense adhesions to the anterior abdominal wall. Two serosal tears were made, but both were sutured with a single 3-0 silk suture. The defect was down to the pubic bone and the mesh was run under the pubis and lateral to the stoma, with a keyhole made. The mesh measured approximately 18 x 24-cm. Narrative: ¿the patient was taken to the operating room and placed supine on the operating table. I was present for the entire case. After induction of general anesthesia, the abdomen was prepped and draped in the usual sterile fashion. An incision was made in the left upper quadrant and a veress needle was used to access the peritoneal cavity, which was insufflates to 14 mmhg using carbon dioxide. A 5-mm port was placed in this location, followed by a 5-mm 0 degree scope, which was used to examine the abdomen. There were multiple dense adhesions to the anterior abdominal wall. The right side was clear from adhesions and two other 5-mm ports were placed in this location. Using a two-handed technique, the adhesions were taken off the anterior abdominal wall using a combination of sharp and blunt dissection. The harmonic scalpel was used sparingly. The inferior aspect of the falciform ligament was divided from the abdominal wall with the harmonic scalpel. The adhesions were taken down. A serosal tear was made and this was sutured with a single stitch of 3-0 silk suture. Adhesions were continued to be taken down from the anterior abdominal wall. There was no omentum present. The stoma was seen and preserved. There was no parastomal hernia. The peritoneum was divided below the pubic bone. The space or retzius was entered by dissecting the bladder off the pubis. The symphysis pubis, inguinal ligament, and cooper¿s ligaments bilaterally could then be seen. The bladder was insufflated with 600 cc of methylene blue and there was no bladder injury. There was a bleeding point off the bladder, which was clipped in two locations and there was no further bleeding. Another serosal tear had been made, which was also oversewn with a single stitch of 3-0 silk suture. No enterotomy was made. The entire abdominal wall was then cleared from adhesions. The defect could be seen in the anterior abdominal wall. The defect could be seen in the suprapubic location and extended superiorly. The defect was close to the stoma, but there was no parastomal component to this hernia. The area was then marked and measured approximately 12 x 6-cm. A mesh was then marked with a 5-cm overlap and also extension past the stoma on the right. The mesh was a gore-tex dual mesh plus, which measured approximately 24 x 18-cm. Anchoring sutures were then placed at 6-cm intervals at the periphery of the mesh. A single cv2 gore-tex was placed in the first position and the rest were 0 prolene. The mesh was split with a keyhole also for the stoma. The anchoring suture positions were then marked on the anterior abdominal wall and stab incisions were made in the corresponding locations. The mesh was then rolled. The upper most right-sided port was replaced with a 12-mm port. Two 5-mm ports were placed in the right abdomen. The mesh was then passed through the port into the abdomen. The mesh was then unrolled. The anchoring sutures were pulled up through the abdominal wall and tied down. The mesh was then tacked at its periphery at 1-cm intervals using a protacker device. The mesh was also tacked around the stoma. A separate piece of mesh, in a rectangular pattern, was then placed lateral to the mesh to create a keyhole. It was then tacked to the anterior abdominal wall and to the other mesh. The parastomal area was not made too tight. The mesh lied nicely against the abdominal wall. There was no further bleeding. The bowels were thoroughly inspected and there was no bowel injury seen. The pneumoperitoneum was released. All ports were removed. The fascia at the 12-mm port site was closed in layers with a 2-0 vicryl suture. The skin at each trocar site was closed with a subcuticular stitch of 4-0 monocryl. Steri-strips and band-aids were applied to these sites and steri-strips were used to close the stab incisions. The suture that was used to close the stoma prior to the start of the surgery was then cut and the stoma appliance was applied over the ileostomy. The sponge, needle, and instrument counts were correct at the end of the case. The patient was awoken from anesthesia, extubated, and taken to the recovery room in stable condition.¿ estimated blood loss: minimal. Fluid: 3,200 cc of crystalloid. Urine output: 100 cc. Drains: none. Complications: none. (B)(6) 2005: (B)(6) health care. Implant sticker. Dualmesh plus antimicrobial. Lot: 03336817. Item: 1dlmcp07. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/ 03336817) was implanted during the procedure. Records span (B)(6) 2005. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.